Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred and that the insulin gauge was inaccurate. A replacement pump was sent to resolve the issues. Customer¿s blood glucose level was 309 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction 0 issue was verified, but the inaccurate insulin gauge issue could not be verified.